Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 16 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: review of the black box data revealed records of motor rewind error (cs078-0008). On investigation, the pump consistently alarmed for motor rewind error; investigation duplicated the complaint. The pump was opened for further investigation and revealed moisture/corrosion on the motor drive circuit. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored.